Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 80 mg/dl, and the meter bg reading was 415 mg/dl. Reportedly, the customer consumed carbohydrates based on cgm reading and elevated bg. Reportedly the customer was vomiting and had large amounts of ketones in their urine and went to the emergency room and later admitted to hospitalized. The customer was treated for diabetic ketoacidosis, which was considered dangerous by healthcare provider and treated with insulin infusion. The customer was released from hospital with issue resolved. Hospital release date was not provided.